Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reported that on the day the dental implant was placed, in fdi 13 of the patient's mouth, a failure occurred upon insertion. Details of surgery are reported as follows: primary stability was not achieved and implant surface was not completely covered with bone. Patient presented with bone type IV. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.